Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead had issues with sensing that lead to loss of capture one day post implant. A fluoroscopy was performed with no findings. The physician decided to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. There were multiple cuts found in the outer insulation 24 cm from the terminal pin and corresponding suture sleeve. Thus, it was thought that the cuts were likely due to the removal of the suture sleeve. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations that lead to loss of capture.